Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00343 for a description of the other event. It was reported to boston scientific corporation in 2009 that a tandem xl ercp cannula was used during a procedure. According to the complainant, the guidewire was "caught in the cannula" during the exchange so "the cannula was cut at the proximal". The procedure was completed with another tandem xl ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.